Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, vessel occlusion occurred. In (B)(6) 2009, the patient presented with stable angina pectoris (ccs class ii). In (B)(6) 2009, a 75% stenosed, 6.0 x 3.2mm, de-novo lesion located in the mid left anterior descending artery (lad) was treated with deployment of a 3.50 x 8 mm taxus liberte stent. Pre/post-dilatation were not performed. Residual stenosis became 0%. Timi flow grade remained 3. The patient was discharged with no complications two days later on aspirin and clopidogrel sulfate. In (B)(6) 2012, coronary stenosis of the mid lad was confirmed and percutaneous coronary intervention was performed. The 75% stenosed, 10 x 3.00mm lesion with no associated ischemic symptoms was treated with deployment of a non-bsc stent. Residual stenosis became 0% and timi flow grade remained 3. The event was considered resolved and the patient was discharged on the following day. The investigator reported that this was a new stenosis located peripheral to the previously placed taxus liberte stent.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).